Event description:
It was reported by journal article that a study was done involving 66 patients who underwent total knee arthroplasties at an institution in (B)(6) between 1995 and 2007. These patients were followed 60 months on average post-operatively. Subsequently, four patients needed revisions. One was due to infection, one was due to a fractured implant, and two were due to aseptic loosening. For the two aseptic loosening and one infection case, x-rays revealed manifest loosening on both the tibial and femoral sides. Nine patients underwent minor re-interventions, including five cases with irrigation and debridement for prolonged wound damage, two patellar realignment procedures, and one infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the events. The product and lot identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."